Event description:
It was reported that the bur head broke off. No adverse consequences were reported.

Manufacturer narrative:
There were 3 burs associated with this complaint. The burs were not returned for evaluation. Lot # details were not provided. It was not possible to determine the root cause for the alleged breakage.